Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely caused by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 11/26/2021, it was reported by a arthrex employee via (B)(4) that a ar-6410 pump tubing was experiencing pressure issues. This occurred on (B)(6) 2021 during a procedure when the pump was connected there was no pumping of water and solution did not flow through the pipe. We checked that the solution bags were opened, and tubing placement was correct. We ran it again and the solution came out with a lot of pressure and the console displayed an "over pressure detected" alarm. The pump was stopped to turn the alarm off, and powered back on but the solution was still flowing with a lot of pressure resulting in it completely filling the segment that was going from the pump to the patient. The pump was stopped because the pressure could not be stabilized. The case was completed using a hospital y-tube.